Manufacturer narrative:
Pump was received with broken half of reservoir tube lip, however test reservoir able to lock/click into place properly. Pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not work and insulin compartment had crack. The customer¿s blood glucose level was 27 mmmol/l at the time of incident. The customer was treated for high blood glucose level and then the blood glucose level was 134 mmol/l. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.